Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting actions/interventions taken to resolve the issue was the patient brought in for a pump refill to correct preservative free drug.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 50 mg/ml at 22.482 mg/day via an implantable pump for unknown indication for use. It was reported that the patient's pump was replaced monday the 16th. The company rep stated that the case went fine and at the end they decided to take a picture of the drug to load into nlink. They did not remember to put the picture in until thursday late afternoon at which time they noticed in the picture that the drug was not preservative free and not supposed to be used intrathecal. The company rep called the managing physician and today they were bringing the patient into the office to draw the drug out and put new in. There were no reports of patient issues at this time. The company rep stated that, 'they were upset that not one of us in the room, 2 different nurses, scrub, myself, the pa or the physician caught this'. They did not know if this drug was an error from pharmacy or if maybe the nurse pulled the drug from the 'pixis'. Actions/interventions taken to resolve the issue included was that the patient was being refilled to proper medication. It was unknown if the issue resolved at the time of this report with patient's status being "alive-no injury". Additional information was received from the healthcare provider (hcp) reporting that patient had a pump implanted on the 16th and they put in morphine sulfate at the time of implant not for intrathecal use by accident. The hcp said that the company representative (rep) recommended that they pull everything out of the pump and they did. The hcp stated that they flushed the reservoir twice with 10 milliliters of sterile saline before they put morphine in the pump. The hcp was not with the patient and the technical service sent hcp the removing system content workflow. Later the hcp called back, they stated he aspirated one time from the catheter access port (cap) to remove drug from the catheter and the patient then decided they did not want to complete the removing system contents procedure to clear the drug from the pump tubing. The hcp stated the catheter was clear of drug and now wanted to prime that. Discussed priming bolus programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.